Manufacturer narrative:
Device was programmed with test guardian three link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer was treated with manual injection and pump. The customer's blood glucose value was 147 mg/dl at the time of the incident. The customer stated that the pump ran out of insulin and blood glucose was at 529 mg/dl and current blood glucose 97 mg/dl. The pump will not be returned for analysis.